Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities.. The instruction for use mentions that "the expiration date for sterilization and integrity of the packaging must be checked. An implant whose packaging is open or damaged or whose expiration date has passed must not be used." Complaint root cause is attributed to a misuse of the medical device.

Event description:
Implant was expired. Surgeon decided to implant expired implant. No backgup implant.